Event description:
"Check iab cath" alarms sounded from the pump. (Event complications: unknown - reported 11/7/97.) (Pt's current status: unk - rpt'd 11/7/97.)

Manufacturer narrative:
Evaluation summary: a non-datascope iab was returned for evaluation. The original event did not involve a datascope balloon.